Event description:
Per the physician's report, this patient reported intermittent function and a deterioration in performance over time. External equipment was exchanged, but this did not alleviate the problem. The results of integrity testing performed in 2003, and in 2005 were consistent with normal device function. The surgeon explanted the device in 2006 and reimplanted the patient with a new device on the same day. Upon return of the device, it was analyzed and a fault was found. Please see the attached report for details.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling. Results/finding of analysis - the device was carefully analyzed and the results of the analysis confirmed an out of specification integrated circuit (ic). Details of analysis - bends and cuts consistent with explantation were observed along the electrode lead and array. The electrode lead was severed close to the electrode array, with the severed section returned. X-rays of the device showed no other faults except those as described above. When the device was tested at the feedthrough pins, intermittent operation of the device was observed when the device was stimulating at a current level of approximately 180. The integrated circuit (ic) was removed from the printed circuit board and tested in isolation. Results of electrical tests revealed an out of specification integrated circuit (ic). The electrical characteristics of the damaged ic are consistent with esd damage.